Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a normal device upgrade procedure. During procedure, the left ventricular lead guidewire was unable to be removed from the lead. The lead was not implanted and replaced. The patient tolerated the procedure well and would be followed normally.